Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and reported that discordant, falsely low von willebrand factor activity (vwf ac) results and discordant, falsely low von willebrand factor antigen (vwf ag) results were obtained on two patient samples using a bcs xp system serial number: (B)(4). The system log files from the affected bcs xp system were sent to siemens for further investigation. Siemens found that there were no technical errors observed on the bcs xp system at the time the samples were measured. Kinetic curves of the initial measurement show no reaction. The level of sample was found to be discrepant between initial and repeated measurement, which could be caused by air bubbles. The presence of bubbles or foam on the sample could have been due to improper sample handling. Other samples that were processed on the same rotor were not questioned as the results were within the measurement range. The reagent used to obtain the von willebrand antigen results is not marketed in the u.s. Nor similar to a product that is marketed in the u.s. The system is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely low von willebrand factor activity (vwf ac) results and discordant, falsely low von willebrand factor antigen (vwf ag) results were obtained on two patient samples using a bcs xp system serial number: (B)(4). The discordant results were not reported to the physician(s). The samples were repeated for vwf ac and vwf ag using the same bcs xp system, resulting higher. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low von willebrand factor activity and von willebrand factor antigen results.